Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('two pieces of grey metallic wire in which one is coiled and one is semi-coiled') and pelvic pain ('physical pain / pelvic pain') in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test no". The patient's concurrent conditions included diabetes since (B)(6) 2015. In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia) / abnormal menstrual bleeding"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychiatric problems condition: mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge") and abdominal pain ("abdominal pain"). On (B)(6) 2017, the patient experienced migraine ("migraines / headaches"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required). The patient was treated with ibuprofen and surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes) laparoscopic (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, vaginal haemorrhage, depression, anxiety, migraine, dysmenorrhoea and vaginal discharge outcome was unknown, the pelvic pain and abdominal pain was resolving and the menorrhagia had resolved. The reporter considered abdominal pain, anxiety, depression, device breakage, dysmenorrhoea, menorrhagia, migraine, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted:- date of insertion(s)- pfs- (B)(6) 2013 and (B)(6) 2005. On (B)(6) 2017 - hysterectomy (full) and bilateral salpingectomy -laparoscopic was done. Removal of left essure device and removal of right essure device. Right - right essure removed entirely. Left - difficult removal of left essure hysteroscopically. The inner coil was removed entirely with a portion of the outer coil. A remaining portion of the outer coil was visible at the left ostia, but was unable to be removed due to scar tissue. Small residual portion of left essure outer coil identified and removed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record: dysmenorrhea and pelvic pain quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-aug-2019: quality safety evaluation of ptc(product technical complaint). Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other nonconformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('two pieces of grey metallic wire in which one is coiled and one is semi-coiled') and pelvic pain ('physical pain / pelvic pain') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test no". The patient's concurrent conditions included diabetes since (B)(6) 2015. In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia) / abnormal menstrual bleeding"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychiatric problems condition: mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge") and abdominal pain ("abdominal pain"). On (B)(6) 2017, the patient experienced migraine ("migraines / headaches"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required). The patient was treated with ibuprofen and surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes) laparoscopic (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, vaginal haemorrhage, depression, anxiety, migraine, dysmenorrhoea and vaginal discharge outcome was unknown, the pelvic pain and abdominal pain was resolving and the menorrhagia had resolved. The reporter considered abdominal pain, anxiety, depression, device breakage, dysmenorrhoea, menorrhagia, migraine, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted:- date of insertion(s)- pfs- (B)(6) 2013 and (B)(6) 2005. On (B)(6) 2017 - hysterectomy (full) and bilateral salpingectomy -laparoscopic was done. Removal of left essure device and removal of right essure device. Right - right essure removed entirely. Left - difficult removal of left essure hysteroscopically. The inner coil was removed entirely with a portion of the outer coil. A remaining portion of the outer coil was visible at the left ostia, but was unable to be removed due to scar tissue. Small residual portion of left essure outer coil identified and removed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record: dysmenorrhea and pelvic pain . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jul-2019: pfs and mr received. New events device breakage, abnormal bleeding (vaginal, menorrhagia), depression and mental anguish, migraines / headaches, dysmenorrhea (cramping), vaginal discharge, abdominal pain, patient did not undergo essure confirmation test were added. New concomitant conditions were added. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('two pieces of grey metallic wire in which one is coiled and one is semi-coiled/device breakage') and multiple episodes of device expulsion ('migration of essure device location of device: uterus', 'migration of essure device location of device: uterus/myometrium') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test no". The patient's concurrent conditions included diabetes since (B)(6) 2015. Concomitant products included paracetamol (acetaminophen) since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain ("physical pain / pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia) / abnormal menstrual bleeding"), depression ("psychological or psychiatric problems condition: depression/psych injury"), anxiety ("psychiatric problems condition: mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge") and abdominal pain ("abdominal pain"). On (B)(6) 2017, the patient experienced migraine ("migraines / headaches"), 3 years 10 months after insertion of essure. On (B)(6) 2018, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and the first episode of device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced the second episode of device expulsion ("migration of essure device location of device: uterus"). The patient was treated with ibuprofen and surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes) laparoscopic (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, the last episode of device expulsion, depression, anxiety, migraine, dysmenorrhoea and vaginal discharge outcome was unknown, the pelvic pain, vaginal haemorrhage and menorrhagia had resolved and the abdominal pain was resolving. The reporter considered abdominal pain, anxiety, depression, device breakage, dysmenorrhoea, menorrhagia, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage, the first episode of device expulsion and the second episode of device expulsion to be related to essure. The reporter commented: discrepancy noted:- date of insertion(s)- pfs- (B)(6) 2013 and (B)(6) 2005, (B)(6) 2012. On (B)(6) 2017- hysterectomy (full) and bilateral salpingectomy -laparoscopic was done. Removal of left essure device and removal of right essure device. Right - right essure removed entirely. Left - difficult removal of left essure hysteroscopically. The inner coil was removed entirely with a portion of the outer coil. A remaining portion of the outer coil was visible at the left ostia, but was unable to be removed due to scar tissue. Small residual portion of left essure outer coil identified and removed. Discrepancy noted for essure confirmation test previously reported as patient did not underwent essure confirmation test no and now reporting as hysterosalpingogram (hsg) conducted on (B)(6) 2012 . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record: dysmenorrhea and pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('two pieces of grey metallic wire in which one is coiled and one is semi-coiled/device breakage, retained piece of essure') and multiple episodes of device expulsion ('migration of essure device location of device: uterus', 'migration of essure device location of device: uterus/myometrium') in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test no". The patient's medical history included menstruation irregular, periumbilical pain, diarrhea, chills, nausea, headache, cough, wrist pain and bruise. Concurrent conditions included diabetes since (B)(6) 2015. Concomitant products included paracetamol (acetaminophen) since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain ("physical pain / pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia) / abnormal menstrual bleeding"), depression ("psychological or psychiatric problems condition: depression/psych injury"), anxiety ("psychiatric problems condition: mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge") and abdominal pain ("abdominal pain"). On (B)(6) 2017, the patient experienced migraine ("migraines / headaches"), 3 years 10 months after insertion of essure. On (B)(6) 2018, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and the first episode of device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced the second episode of device expulsion ("migration of essure device location of device: uterus") and complication of device removal ("retained piece of essure after removal"). The patient was treated with ibuprofen and surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes) laparoscopic (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, the last episode of device expulsion, depression, anxiety, migraine, dysmenorrhoea, vaginal discharge and complication of device removal outcome was unknown, the pelvic pain, vaginal haemorrhage and heavy menstrual bleeding had resolved and the abdominal pain was resolving. The reporter considered abdominal pain, anxiety, complication of device removal, depression, device breakage, dysmenorrhoea, heavy menstrual bleeding, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage, the first episode of device expulsion and the second episode of device expulsion to be related to essure. The reporter commented: discrepancy noted:- date of insertion(s)- pfs- (B)(6) 2013 and (B)(6) 2005, (B)(6) 2012 on (b)6) 2017 - hysterectomy (full) and bilateral salpingectomy -laparoscopic was done. Removal of left essure device and removal of right essure device. Right - right essure removed entirely. Left - difficult removal of left essure hysteroscopically. The inner coil was removed entirely with a portion of the outer coil. A remaining portion of the outer coil was visible at the left ostia, but was unable to be removed due to scar tissue. Small residual portion of left essure outer coil identified and removed. Discrepancy noted for essure confirmation test previously reported as patient did not underwent essure confirmation test no and now reporting as hysterosalpingogram (hsg) conducted on jun2012 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in october 2012: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record: dysmenorrhea and pelvic pain, device breakage. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 5-may-2021: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('two pieces of grey metallic wire in which one is coiled and one is semi-coiled/device breakage, retained piece of essure') and multiple episodes of device expulsion ('migration of essure device location of device: uterus', 'migration of essure device location of device: uterus/myometrium') in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test no". The patient's medical history included menstruation irregular, periumbilical pain, diarrhea, chills, nausea, headache, cough, wrist pain and bruise. Concurrent conditions included diabetes since (B)(6) 2015. Concomitant products included paracetamol (acetaminophen) since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain ("physical pain/pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia) / abnormal menstrual bleeding"), depression ("psychological or psychiatric problems condition: depression/psych injury"), anxiety ("psychiatric problems condition: mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge") and abdominal pain ("abdominal pain"). On (B)(6) 2017, the patient experienced migraine ("migraines/headaches"), 3 years 10 months after insertion of essure. On (B)(6) 2018, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and the first episode of device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced the second episode of device expulsion ("migration of essure device location of device: uterus") and complication of device removal ("retained piece of essure after removal"). The patient was treated with ibuprofen and surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes) laparoscopic (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, the last episode of device expulsion, depression, anxiety, migraine, dysmenorrhoea, vaginal discharge and complication of device removal outcome was unknown, the pelvic pain, vaginal haemorrhage and heavy menstrual bleeding had resolved and the abdominal pain was resolving. The reporter considered abdominal pain, anxiety, complication of device removal, depression, device breakage, dysmenorrhoea, heavy menstrual bleeding, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage, the first episode of device expulsion and the second episode of device expulsion to be related to essure. The reporter commented: discrepancy noted:- date of insertion(s)- pfs: (B)(6) 2013 and (B)(6) 2005, (B)(6) 2012. On (B)(6) 2017: hysterectomy (full) and bilateral salpingectomy: laparoscopic was done. Removal of left essure device and removal of right essure device. Right: right essure removed entirely. Left: difficult removal of left essure hysteroscopically. The inner coil was removed entirely with a portion of the outer coil. A remaining portion of the outer coil was visible at the left ostia, but was unable to be removed due to scar tissue. Small residual portion of left essure outer coil identified and removed. Discrepancy noted for essure confirmation test previously reported as patient did not underwent essure confirmation test no and now reporting as hysterosalpingogram (hsg) conducted on (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: in (B)(6) 2012: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record: dysmenorrhea and pelvic pain, device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-apr-2021: mr received. Reporter information, patient medical history added. New event added- contraceptive device removal incomplete. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('two pieces of grey metallic wire in which one is coiled and one is semi-coiled/device breakage'), pelvic pain ('physical pain / pelvic pain') and multiple episodes of device expulsion ('migration of essure device location of device: uterus', 'migration of essure device location of device: uterus/myometrium') in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test no". The patient's concurrent conditions included diabetes since (B)(6) 2015. Concomitant products included paracetamol (acetaminophen) since (B)(6) 2013. In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia) / abnormal menstrual bleeding"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychiatric problems condition: mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge") and abdominal pain ("abdominal pain"). On (B)(6) 2017, the patient experienced migraine ("migraines / headaches"). On (B)(6) 2018, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and the first episode of device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced the second episode of device expulsion ("migration of essure device location of device: uterus"). The patient was treated with ibuprofen and surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes) laparoscopic (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, the last episode of device expulsion, vaginal haemorrhage, depression, anxiety, migraine, dysmenorrhoea and vaginal discharge outcome was unknown, the pelvic pain and abdominal pain was resolving and the menorrhagia had resolved. The reporter considered abdominal pain, anxiety, depression, device breakage, dysmenorrhoea, menorrhagia, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage, the first episode of device expulsion and the second episode of device expulsion to be related to essure. The reporter commented: discrepancy noted:- date of insertion(s)- pfs- (B)(6) 2013 and (B)(6) 2005, (B)(6) 2012 on (B)(6) 2017 - hysterectomy (full) and bilateral salpingectomy -laparoscopic was done. Removal of left essure device and removal of right essure device. Right - right essure removed entirely. Left - difficult removal of left essure hysteroscopically. The inner coil was removed entirely with a portion of the outer coil. A remaining portion of the outer coil was visible at the left ostia, but was unable to be removed due to scar tissue. Small residual portion of left essure outer coil identified and removed. Discrepancy noted for essure confirmation test previously reported as patient did not underwent essure confirmation test no and now reporting as hysterosalpingogram (hsg) conducted on (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record: dysmenorrhea and pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-mar-2020: plaintiff fact sheet received. Reporter and concomitant drugs was added. Added event migration of essure device location of device: myometrium. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('two pieces of grey metallic wire in which one is coiled and one is semi-coiled/device breakage'), device dislocation ('migration of essure device location of device: uterus') and pelvic pain ('physical pain / pelvic pain') in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test no". The patient's concurrent conditions included diabetes since (B)(6) 2015. In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia) / abnormal menstrual bleeding"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychiatric problems condition: mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge") and abdominal pain ("abdominal pain"). On (B)(6) 2017, the patient experienced migraine ("migraines / headaches"). On (B)(6) 2018, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device expulsion ("migration of essure device location of device: uterus"). The patient was treated with ibuprofen and surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes) laparoscopic (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, device dislocation, device expulsion, vaginal haemorrhage, depression, anxiety, migraine, dysmenorrhoea and vaginal discharge outcome was unknown, the pelvic pain and abdominal pain was resolving and the menorrhagia had resolved. The reporter considered abdominal pain, anxiety, depression, device breakage, device dislocation, device expulsion, dysmenorrhoea, menorrhagia, migraine, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted:- date of insertion(s) pfs( B)(6) 2013 and (B)(6)2005, (B)(6) 2012 on (B)(6) 2017 hysterectomy (full) and bilateral salpingectomy laparoscopic was done. Removal of left essure device and removal of right essure device. Right. Right essure removed entirely. Left difficult removal of left essure hysteroscopically. The inner coil was removed entirely with a portion of the outer coil. A remaining portion of the outer coil was visible at the left ostia, but was unable to be removed due to scar tissue. Small residual portion of left essure outer coil identified and removed. Discrepancy noted for essure confirmation test previously reported as patient did not underwent essure confirmation test no and now reporting as hysterosalpingogram (hsg) conducted on (B)(6) 2012 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record: dysmenorrhea and pelvic pain quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Reporter information added. Events: migration of essure device location of device: uterus added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.